Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. According to the inspection result by the local service department, the phenomenon occurred because the wire of the lamp socket was disconnected. The caused of the disconnection of lamp socket disconnection could not be identified.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that the lamp socket was aging and its wire was broken, causing the lamp not light. There was no report of patient injury associated with the event.